Event description:
It was reported to MFR that the vns pt was seen for a routine follow up visit and both system and normal mode diagnostic tests indicated high lead impedance. There was no report of any causal or contributory manipulation or trauma to the device site prior to the high lead impedance test result. The physician programmed the device off and referred the pt to a surgeon. X-rays were taken and reviewed by the surgeon. The surgeon indicated that no anomalies were visualized during review; however, these x-rays were not made available to the MFR for review. Pt has been scheduled for a lead replacement surgery. Good faith attempts to obtain additional info has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.